Event description:
It was reported by the sales rep that during a laparoscopic anterior resection of rectum procedure, the cartridge came off from the jaw and fell into the patient when the device was released after closed on the rectum once. The cartridge was gold. There was no unexpected resistance at closing and opening. This event occurred before the 1st firing. The fallen cartridge was retrieved with a forceps via a trocar. The same device was fired with another gold cartridge after this event and functioned as intended. The doctor commented that the fallen cartridge had been loaded properly on the device. Another device was used to complete the case. There were no adverse consequences to the patient. One ec60a and one ecr60d will be returning. Affiliate reference number: (B)(4). Please take photos for (B)(6) customer.

Manufacturer narrative:
(B)(4).